Manufacturer narrative:
This report is being sent as part of a service record retrospective review that was self identified by haemonetics. Customer biomed was provided with part for repair: the suspect device/part was not returned to haemonetics, without physical sample provided for evaluation, the root cause cannot be determined.

Event description:
Haemonetics was notified that a customer reported "cpu card with rev k - 176543-00 as its burnt out black all out. Power supply (condor) - 84210-10 as its reading high voltages." There was no donor involvement.